Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 880mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with intravenous drip. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).